Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8731, serial # (B)(4), explanted: (B)(6) 2016, product type catheter. Analysis of the pump found that there was a feedthru anomaly with a shorting across the insulator. There were no anomalies found with analysis of the catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), explanted: (B)(6) 2016, product typel catheter. Type of reportable event has been changed to serious injury due to surgical intervention to remove the pump. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This event in this report was merged with a previously reported event after additional information was provided by a manufacturer's representative. The related manufacturer's report is regulatory report #3004209178-2016-26697 which included the following event details: information was received from a patient via a manufacturing representative. The patient was receiving baclofen (unknown dose and concentration) via an implantable pump for non-malignant pain, chronic low back pain and degenerative disc disease. A motor stall was reported; the patient went without therapy during that time, there were no applicable factors that may have led or contributed to the issues, the pump was explanted on (B)(6) 2016. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from business partner (B)(6) on (B)(6) 2016, indicated that on (B)(6) 2016, it was learned the patient was a (B)(6) caucasian female whose medical history included chronic pain, failed back surgery syndrome, and ehlers-danlos syndrome. Concomitant products included synthroid (levothyroxine sodium), lasix (furosemide), linzess (linaclotide), potassium, norco (acetaminophen; hydrocodone bitartrate), miralax (polyethylene glycol 3350), an unspecified ¿statin,¿ estrace (estradiol), and hydroxyzine. On an unspecified date in 2001, the patient started treatment with baclofen. The patient¿s withdrawal symptoms were due to pump failure, defined as battery end of life. Treatment with compounded baclofen was not discontinued in response to the events. The patient¿s withdrawal symptoms were managed as outpatient and they were not hospitalized for the events. On (B)(6) 2016, the patient¿s pump was replaced. No additional information was provided.

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving baclofen 500mcg/ml at 87mcg/day and dilaudid 30mg/ml at 5.2mg/day via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that a critical alarm was heard and telemetry confirmed a low battery reset and safe state occurred. It was noted that the elective replacement indicator (eri) was 15 months. The symptoms the patient experienced mild withdrawal symptoms including, nausea, sweating, and flu like symptoms. The event occurred on (B)(6) 2016. On (B)(6) 2016, the patient told the doctor the event occurred 2-3 days ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.